Manufacturer narrative:
Upon receipt, this product was thoroughly analyzed in our quality assurance laboratory. Telemetry communication was successfully established with this s-ICD and the memory information was reviewed. It was confirmed that multiple device scans with no telemetry sessions were recorded on september 28, 2020. On (B)(6) 2020, an 11-minute telemetry session was recorded. No resets, errors, or fault codes were identified. Testing that confirms the ability of the device to "wake up" and respond to interrogation was completed and the device operated normally. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Patient code of 3191 used to capture the reportable event of surgery.

Event description:
Analysis of this device was completed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that three days post implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), the patient attempted a remote home interrogation following receipt of shock therapy, however, the interrogation was unsuccessful. The patient was then seen in clinic the following day and an interrogation was attempted with a programmer, however, was unsuccessful. Technical services (ts) discussed troubleshooting options. Several magnet resets were performed, however, the device was still unable to be interrogated with a programmer. Ts recommended device replacement. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.